Manufacturer narrative:
The company rep confirmed the reported event of the fiber optic pressure was not working. The fiber optic module (part number 0997-00-1161e) was replaced. The iabp unit was calibrated and the factory specifications were met. The unit was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the unit would not display the waveform fro the fiber optic balloon. The pump was replaced and therapy was initiated. No pt injury was reported.